Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received not deployed. The download data indicates the first prime completed at pulse 21 and the device deactivated at pulse 31. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. A rotational sensor error was observed in the download data. The device was reset, connected to a pdm and delivered a 5-unit bolus. The device deployed during the reset run. Rotational sensor errors were present in the reset data. Found contamination and black lines on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to device not deploying. Found no issues with the soft cannula upon deployment of the device.